Event description:
It was reported that two multi-link vision stents, sizes 3.0x18, 3.5x18 were implanted in the right coronary artery (rca) and one 2.5x23 multi-link vision stent was implanted in the mid left anterior descending (lad) coronary artery on (B)(6) 2012. Plavix was started but was discontinued right away because the patient saw a large, cobweb-like floater in his right eye. Aspirin was discontinued around (B)(6) 2014. Around (B)(6) 2013 the patient began seeing a light bubble in his right eye, had tremors, and neuropathy. In (B)(6) 2014 the patient began having confusion and hypersensitivity to cold/hot water. The patient is being seen by a neurologist who advised him that his three multi-link vision stents may possibly be related to his neurological symptoms, but the nature of the possible device relationship was not explained to him by his neurologist. There was no additional information provided.

Manufacturer narrative:
(B)(4). Event and therapy dates: estimated event date. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.